Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient with stage 1 dlk in the left eye. An oral steroid (medrol dose pack) was prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. There was no loss of best corrected visual acuity (bcva). Pre-op bcva was 20/15 for both eyes.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.